Manufacturer narrative:
Device is a combination product. Updated batch/lot number device evaluated by MFR.: promus element, mr, ous 2.75x20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified tail end of left anterior descending artery. A 2.75x20mm promus element drug-eluting stent was advanced for treatment but the device failed to cross the lesion even after several attempts. However, after withdrawal, the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Updated batch/lot number.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified tail end of left anterior descending artery. A 2.75x20mm promus element drug-eluting stent was advanced for treatment but the device failed to cross the lesion even after several attempts. However, after withdrawal, the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occurred. The target lesion was located in the moderately calcified tail end of left anterior descending artery. A 2.75x20mm promus element drug-eluting stent was advanced for treatment but the device failed to cross the lesion even after several attempts. However, after withdrawal, the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.